Manufacturer narrative:
Efforts to reproduce the system check failure were successful during failure investigation testing. The root cause of the customer-reported issue was identified as a malfunction of the ml transducer on pressure sensor printed circuit assembly (pca). The pressure sensor pca was replaced and the driver passed all final performance testing. This failure mode poses a low risk to a patient, because the issue was observed when the companion 2 driver was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life- sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver did not pass the system check. This alleged failure posed a low risk to a patient because it was not in patient use. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in an MDR.